Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the rn (registered nurse) that while supporting patient, on intra-aortic balloon (iab) therapy, repeatedly an unable to calibrate optical sensor failure occurred. There was a manual override with no success. The console was replaced as well as the iab removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering more than half of the balloon. The extender and pressure tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported by the rn (registered nurse) that while supporting patient, on intra-aortic balloon (iab) therapy, repeatedly an unable to calibrate optical sensor failure occurred. There was a manual override with no success. The console was replaced as well as the iab removed. There was no reported injury to the patient.